Event description:
Boston scientific received information that during a routine follow-up appointment, oversensing and inappropriate shocks were noted. As a result, a revision procedure was scheduled. Prior to the revision, the system was reviewed and it was confirmed the right ventricular (rv) lead was fractured at the subclavian area. The pace/sense channel had broken insulation. As a result, this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.